Event description:
Information received by medtronic indicated that the insulin pump had crack damage now on the battery compartment side. It was reported that the insulin pump had a big piece is missing and had to tape the pump together so it makes contact with the battery. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery tube found on event date of october 28, 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, dog chew marks, damaged display window cover, cracked case (battery tube), cracked case - corner of belt clip rails, battery tube threads - cracked, label damage (faded serial number label) and cracked retainer. Cosmetic damage was confirmed at cracked case (battery tube).